Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The patient underwent a second revision in 2019 because there was a relapse of acetabular wear, with complete acetabular revision and reimplantation with not cemented prosthetic acetabulum + 2 locking / stabilizing screws and replacement of the femoral head with a ceramic head.